Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 120-140mg/dl fasting. Verified the strips expire 03/31/2017. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed a blood test and obtained 271mg/dl fasting. Reviewed meter memory: 1: 271mg/dl (B)(6) 2015 06:23:00 pm fasting: yes. No adverse event reported.